Event description:
On (B)(6) 2012, patient reported the down button on the infusion device is defective. He first noticed this when delivering a bolus 2-3 days ago. The button responded intermittently at first and now will not respond at all. The up button continues to function as intended. He boluses approximately 4 times per day, and the down button does pop up after it is pressed. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.